Event description:
It was reported that the pump did not accurately measure the volume administered. It was programmed for 1500 ml, but when it reached 1400 ml, the pump had already finished infusing. The event occurred during medicine administration; there was patient involvement and no harm.

Manufacturer narrative:
H3: one device was received for evaluation. The device had not been in for service before. While testing the device it was found that the flowrate exceeded 5.026%. The customer issue was confirmed. The flowrate was too high. The expulsor will be sanded down. Resolution of the reported issue was confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Manufacturer narrative:
H6: codes were updated. H3: one device was received for evaluation. The device had not been in for service before. While testing the device it was found that the flowrate exceeded 5.026%. The customer issue was confirmed. The flowrate was too high. The expulsor will be sanded down. Resolution of the reported issue was confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.